Manufacturer narrative:
The product remains implanted in the patient and therefore is not available for return to heartware. Contamination of the hvad driveline connector was visually confirmed by the heartware field engineer and a cleaning was conducted per procedure. The contamination was identified as the cause of the electrical fault alarms. No additional information will be forthcoming. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2013-00352, 2016-02235 and 2016-02236) submitted for devices related to the same event.

Event description:
Five days post heartware lvad implantation, the vad coordinator noted electrical fault alarms on the patient's controller. The vad coordinator decided to perform an elective controller exchange to see if this would resolve the issue. It was reported that the patient "did not tolerate the controller exchange well"; however, no patient injury is reported. After removing the controller, the vad coordinator noted contamination within the controller's driveline connector port. The electrical faults reoccurred a few days later and a heartware field clinical engineer was called in to evaluate the patient's equipment. The heartware field clinical engineer inspected the havd's driveline connector and a white crystalline substance was noted covering the connector pins. The hvad's driveline connector was cleaned and the substance was removed completely. A new controller was issued to the patient. The patient was reported to have tolerated the cleaning procedure well with no reported patient injury. Vad coordinator noticed that the patient did not take the short pump stops due to the exchanges very well. The patient was dizzy (no syncope or CPR) and did receive a bolus of heparin.